Event description:
The customer contact reported, the rate independently changed resulting in the intubated pt receiving more medication than intended. The device was returned to the biomedical department from the cardiovascular unit with a report stating, "volume to be infused and rate switched themselves. " the pump programmed to deliver an unspecified concentration of vecuronium at a rate of 2ml/hour with a vtbi (volume to be infused) of 25ml. At 0130, the nurse found the pump delivering at a rate of 25ml/hour. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.